Manufacturer narrative:
Follow-up #1: date of submission 07/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2014 with the following findings:the pump powered on to a blank display screen; auditory and vibratory features were functional. When the pump was opened, the display was found to be cracked. The display was replaced with a test display, and the test display functioned normally. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was missing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.